Manufacturer narrative:
The blade was evaluated for rotation and was found to rotate freely. Evaluation of the inner blade edgeform indicates that the distal tooth of the inner blade edgeform has been degraded. There is also a contact point on the outer blade sheath surface at the inside radius of the concave bend, it appears that the blade came in contact with another metal surface such as a cannula. The aforementioned tooth wear appears to be caused by side loading with the outer edgeform during rotation which caused the tip of the tooth to abrade which cause particles to be trapped in the gap between the inner and outer blade. Per the devices IFU ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly¿. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
Lot number provided not valid. (B)(4)

Event description:
During a knee arthroscopy procedure it was reported that the device produced metal shavings into the knee joint. The metal shavings were removed from the patient with the use of irrigation and suction. A five minute delay occurred as a result. There was no reported patient impact as a result.